Event description:
As reported, the patient had an initial right tka on (B)(6) 2007. The surgeon did a full revision on the patient on (B)(6) 2023. The patient was suffering with effusion and she limped. There was femoral loosening. Unusual and important pe wear. No further information provided.

Manufacturer narrative:
H3: pending investigation. D10: 0993544 200-04-21 cemented finned tib. Tra sz 2f/1t 0682132 234-02-01 optetrak asy,ps cemented femoral, sz 1, 1041384 200-02-32 three peg patella 32mm.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, prosthesis fracture, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3, h6. H3: the revision reported was likely the result of prosthesis wear and fracture. Additional reasons for the reported revision may be femoral loosening; however, the reported femoral loosening could not be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, these devices appear to have been implanted for over ten years prior to the reported event.